Event description:
It was reported that balloon leak occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for airway dilatation. However, during inflation, it was noted that the balloon would not inflate properly. When the balloon was pulled back, saline had leaked into the patient trachea. The surgeon suctioned the saline immediately after so there was no apparent long term harm to the patient.